Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remains implanted.

Event description:
It was reported from the site that the patient was found unresponsive by caregiver in bed. It was also stated that the patient was pronounced dead at the hospital. No additional information available.

Manufacturer narrative:
It was reported from the site that as far as they know there were no allegations of device malfunction. It was stated that the patient was still connected to left ventricular assist device (lvad) and alarming with low flow when found by caregiver around 10am. Patient was last seen when he went to bed at 11pm. Official cause of death would have to be congestive heart failure, since there isn't a request for an autopsy. Caregiver states he will be returning ventricular assist device (vad) equipment, including controller, which will be sent back to manufacturer. It was stated that the patient had a lot of comorbidities leading up to this event. It was stated that the patient suffered from recent cerebral vascular accidents (cvas) and malnutrition with percutaneous endoscopic gastrostomy (peg) tube placement 2 weeks prior to, and gastrointestinal (gi) bleeds. No additional information available. Returned devices will not be tested as there were no allegations of product malfunctions. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.